Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the defibrillation conductor was distorted, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, tissue on the helix, and visual analysis revealed apparent explant damage. Analyst visual comment, the helix is bent, but operates within specification. It cannot be determined at this time if the helix got bent during implant or explant.

Event description:
As reported that the right ventricular (rv) lead r waves have diminished. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.